Manufacturer narrative:
(B)(4). There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under the sensor adhesive, in the shape of the sensor. Patient described the skin rash as red, raised and oozing at the sensor insertion site. Patient further reported the rash resembling a sun tan peeling. Sensor was inserted at abdomen on (B)(6) 2015. Patient treats the skin reaction with benadryl over the counter (otc), as prescribed by physician in (B)(6), 2015, hydroxyzine, as prescribed by her physician in (B)(6), 2015, cortisone steroid, as prescribed by her physician in (B)(6), 2015, flonase and triamcinolone, as prescribed by her dermatologist on (B)(6) 2015. Patient reported applying medications to sensor insertion site after each use of sensor. At the time of contact, the patient reported still experiencing rash from sensor. No additional event or patient information is available.